Event description:
The customer reported via phone call that they received a low battery alarm. The customer also reported a black circle on the insulin pump's screen. It was also found the customer had a keypad anomaly. The customer stated none of the buttons appeared to be working. The customer also reported they removed the battery and the insulin pump has been alarming since. Customer's blood glucose was 202 mg/dl at the time of incident. Customer's current blood glucose was 326 mg/dl. The customer will be treating their blood glucose with a manual injection. Customer also received a threshold suspend alarm when their blood glucose was 114 mg/dl and sensor glucose was 58 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The act and escape buttons were unresponsive due to flattened button dome switches. No audio anomaly was noted. The functional testing could not be completed due to the unresponsive buttons. The insulin pump was received with a severely scratched display window, cracked battery tube threads and a cracked reservoir tube lip.